Event description:
The remb drill has two parts: a powered micro drill handpiece (ref#: 6400-15) and an md series tip (ref#: 5100-15-270 long). The tip portion of the stryker remb oral micro power drill became excessively hot and the patient was burned on the lip. There was irrigation being used at the time. The doctor applied silver sulfadiazine cream to the patient's lip.